Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse event(s) of abdominal pain, cloudy effluent fluid and peritonitis, which warranted antibiotic therapy. Per the pdrn, the definitive etiology of peritonitis is unknown; therefore, causality cannot be firmly established. However, transmigration is suspected given the patient¿s history of unspecified gi problems and the identified organism being prevotella oris. Prevotella are found in the human gastrointestinal tract. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated, as there is no allegation or objective evidence indicating a liberty select cycler and/or liberty cycler set caused or contributed to the serious adverse event(s) experienced by the patient. Moreover, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. It is well established that those individuals undergoing pd therapy are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contracted peritonitis. Upon follow up, the pdrn reported that the patient was experiencing abdominal pain and cloudy effluent fluid on (B)(6) 2019. Peritoneal effluent fluid cultures were positive for gram-negative prevotella oris, and a peritoneal effluent fluid cell count revealed an elevated white blood cell count of 1,275 cells/ul. The patient was treated as an outpatient and prescribed intraperitoneal (ip) vancomycin 1 gram daily for 21 days, ip gentamycin 60 mg daily for 21 days and oral metronidazole (dosage unknown) for 21 days. The pdrn reported that the patient is ¿very sick¿ (specifics not provided) and has multiple gastrointestinal (gi) problems (specifics not provided). The pdrn stated the cultured organism supports a gi source, and it is suspected transmigration may have occurred. The pdrn stated the events were unrelated to the utilization of any fresenius device(s) or product(s). The patient recovered from the events and continued to undergo ccpd therapy utilizing the same liberty select cycle without issue.